Manufacturer narrative:
The device was received. Based on the information reviewed and the return device analysis, the reported difficult to flush was confirmed due to observed blockage within the bottom flush port of dc (delivery catheter) handle. A review of the lot history record identified no exception issued for the reported lot that would have contributed to this issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the confirmed blockage on the bottom flush port handle appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
This is filed to report the flush port that could not be flushed. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). During device preparation of the first mitraclip delivery system (cds) the flush port on the bottom of the delivery catheter (dc) handle was unable to be flushed. This cds was not used in the patient. The procedure continued with another mitraclip that was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.